Event description:
The pt had unspecified back surgery with a neurosurgeon approx 6 weeks ago. During surgery, fluid was noted around the pump. The doctor wanted to do a dye study. Prior to the scheduled dye study in 2008, the pump was interrogated and found to be in stopped pump mode. The pt reported a slight decrease in pain control and nausea. It appeared that the pump was in stopped mode shortly after the last pump refill on three and a half months earlier; the reservoir volume was just shy of 18 cc. It was unclear how the pump had been shut off; the neurosurgeon did not have a programmer and the nurse practitioner who filled the pump checked her refill printout and the pump was scheduled as simple continuous; no bolus. After speaking with the neurosurgeon and pain physician, the pt requested that the pump be removed entirely. She had been thinking about the option prior to knowing that the pump was shut off for 3 months. The hcp followed through with her request. The catheter dye study was not done. The pt outcome was reported as "no injury". The pt was on unspecified oral medications. The pump had been used to deliver hydromorphone.